Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with significant history of mid thoracic back pain and left radicular chest wall pain. The patient had intractable pain and failure of non-operative care. On (B)(6) 2007, the patient underwent a thoracoscopic assisted t6-7 anterior spinal fusion with structural interbody device application with bone morphogenic protein-2. On (B)(6) 2007, the patient was discharged without complications. On (B)(6) 2008, the patient was seen for 10 month post op evaluation. Patient noted much improvement and was not taking any narcotic pain medications. Muscle spasms were noted. Treatment included flexeril, ap and lateral x-ray, and follow up in 2 months. On (B)(6) 2009, thoracic spine CT scan revealed radiolucencies seen throughout the interbody fusion graft at t6-7 both centrally inside the radiolucent implant and laterally on the right where there is attempted osteophytic bridging; also a small amount of gas is seen within the anterior disc interspace and constellation of findings would be in keeping with incomplete/non-union at this time; subsidence of the radiolucent spacer is noted into the surperio t7 vertebral body with intact sagittal alignment and only slight residual dorsal annular bulging, but no apparent central spinal stenosis; schmorl's node formation t7-8 with normal disc margin; t5-6 and t4-5 levels are remarkable for slight left sided t4-5 annular bulging; and no acute fractures identified. On (B)(6) 2009, thoracic spine MRI revealed some enhancement at the endplates related to the t6-7 interbody fusion with no definite mr evidence for contiguous marrow across the disc interspace to the extent visualized; no mass or definite infection related enhancement is identified; intact sagittal alignment with no evidence of central spinal canal lesion nor enhancement; the sagittal stir sequence shows multilevel chronic mid and lower thoracic scheuermann's changes and degenerative disc disease. On (B)(6) 2009, the patient reported deterioration of symptoms. The physician recommended stabilization with posterior spinal fusion, instrumentation at t6-7 with bmp-2/infuse on (B)(6) 2009, the patient had excellent postoperative results early on, but failure was noted approximately 9-10 months postoperatively with proven pseudoarthrosis and recurrent midthoracic back pain. The patient underwent posterior spinal fusion with segmental t6-7 and posterior lateral fusion with bmp-2/infuse in addition to mastergraft. Also, per an operative noted dated on (B)(6) 2009, the patient underwent c6-7 posterior spinal fusion with segmental instrumentation and posterior lateral fusion with bmp-2/infuse in addition to mastergraft due to pseudoarthrosis at c6-7 (there are no other notations concerning cervical fusion except for this operative note which mimics the thoracic op note). On (B)(6) 2009, the patient was discharged without complications. On (B)(6) 2009, the patient reported he was doing well on follow up examination. On (B)(6) 2009, the patient was still complaining of chronic pain and was recommended to be referred to a pain clinic. On (B)(6) 2009, the patient had been going to the pain clinic. Suggested obtaining a CT scan. On (B)(6) 2009, the patient was recommended for a spinal cord stimulator and provocative discography. On (B)(6) 2010, the patient reported pain all over his spine on both sides which radiates to his head causing him to have headaches. Also reports difficulty swallowing and breathing. Pain radiates up his back and reports left arm feels useless. On (B)(6) 2011, thoracic spine MRI revealed no recurrent stenosis or disc herniation at t6-7 with indeterminate fusion status requiring x-ray or CT correlation for this determination; multilevel spondylosis and thoracic scheuermann's like changes including disc protrusion at t2-3 and t3-4 with cord contact; also, 1.5mm midline t7-8 disc protrusion without cord contact; and no fractures or destructive lesions identified. On (B)(6) 2011, due to left sided neck pain radiating into the left arm and leg weakness, cervical spine MRI revealed multilevel degenerative disc disease with the following notable findings: 1 to 2mm right posterolateral disc protrusion at t3-4, 1mm left paracentral disc protrusion at t2-3 and 1mm central disc protrusion at c6-7 with mild to moderate central stenosis at c6-7 but no cord compression at any level; chronic foraminal narrowing moderate on the right and moderately severe on the left at c6-7 and mild to moderate on the left at c4-5; no acute fracture or intrinsic cord lesion; and mild to moderate hypertrophic degenerative facet arthrosis on the left at c7-t1. On (B)(6) 2011, lumbar spine MRI revealed multilevel degenerative disease, chronic scheuermann's-type changes, a mildly developmentally narrowed mid lumbar spinal canal and the following specific notable findings: 2-3 mm right lateral foraminal to far right lateral, mildly cranially extending disc herniation at l4-5 that contacts the right l4 ganglion and posttraumatic nerve. Annular bulging at this level also contributes to moderate central stenosis without traversing neural impingement; mild degenerative/developmental central stenosis at l3-4 without traversing neural impingement; chronic foraminal narrowing mild to moderate on the left at l4-5 and mild bilaterally at l3-4 without ganglionic compromise; no acute fracture or spondylolysis; hypertrophic degenerative facet arthrosis mild bilaterally at l3-4 and mild on the left at l2-3.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2005 left shoulder MRI sub acromial bursal fluid is seen anteriorly. Rotator cuff may appear ok. Some mottling is seen within the cancellous bone of the humeral head. Some inflammation is suspected in the supraspinatus in the coronal films. On (B)(6) 2005 ap and scapular y view of the left shoulder verify previous lateral resection of the clavicle. Coracoclavicular ligaments remain intact. On (B)(6) 2005 thoracic spine MRI sagittal views show no hnp at t6. There are schmorl¿s nodes present at t7, t8, t9 and t10. Cervical cuts show a small right-sided hnp at c6/7. On (B)(6) 2007 thoracic MRI bulging is now seen in midline at t6/67 although no hnp is yet visible. No cord compression is seen. Schmorl¿s nodes are still present below t7 as before. On (B)(6) 2007 nm bone scan rib details show no increased uptake to suggest rib fracture. Whole body bone scan shows very minimal scoliosis. No increased uptake is noted along the spine, pelvis or appendicular skeleton. Ap whole body view appears to show a resection of the lateral aspect of the left clavicle. Slight uptake is also noted in the right midfoot. On (B)(6) 2007 thoracic myelogram study appears to show an intact dye column without problems. Slight midline hnp is likely at t6/7 thoracic postmyelogram CT verifies a central disc herniation at t6/7. There appears to be slight ventral cord compression and cord flattening along with anterior subarachnoid space attenuation. Sagittal reconstructions verify the hnp at t6 along with much smaller midline disc bulges at t7, t9 and t10. Thoracic x-rays ap/lateral diaphragm and cardiac shadows appear normal. Dorsal spine is straight without evidence of fractures. Minimal disc space narrowing is seen consistent with moderate degenerative disc disease. On (B)(6) 2007 thoracic discogram multiple intraoperative fluoroscopy views are taken showing dye within t6 and t7. Lateral view appears to show some subarachnoid leakage from the disc at t6/7. Dye is not well centralized within the disc spaces. On (B)(6) 2008 thoracic ap/lateral x-rays show slight widening of the cardiac shadow that appears due to poor inspiration. No instrumentation is seen. Minimal ddd is noted through the mid thoracic spine. On (B)(6) 2008 thoracic ap/lateral x-rays show a more normal cardiac profile. Vertebral column appears normal. On (B)(6) 2008 thoracic x-rays very poor portable films show very little data. On (B)(6) 2009 ap and lateral dorsal x-rays are again of poor quality. There has been no implantation at this stage. The disc spaces are not well seen. On (B)(6) 2009 thoracic MRI sagittal t1 shows interbody spacer in place in the mid thoracic area. This appears to be the same level as the previous hnp at t6/7. The spacer has penetrated the superior endplate of t7. Fusion does not appear solid. Stir shows some edema within the bodies above or below the spacer. T1 axial views show the spacer, just to the right of midline. The spacer appears to be shaped like a cornerstone. No cord compression is noted. Thoracic CT bone and soft tissue windows show the cornerstone spacer in place just eccentric to the right. There appears to be solid bone spanning across the t6/7 disc space both in the spacer and anterior and to the right of the spacer. On (B)(6) 2009 thoracic ap and lateral x-rays now show the pedicle screws and rods in place at t6/7. Overall position appears optimal. On (B)(6) 009 ap and lateral dorsal x-rays show pedicle screws and rods intact at t6/7 on (B)(6) 2009 thoracic CT ap and lateral localizer films show pedicle screws and rods now spanning the t6/7 level. Axial views show screws is optimal position within the pedicles. Posterior fusion appears solid as well. No evidence of any complications is apparent. Soft tissue windows show extensive artifact in the region of the rods and screws, making meaningful assessment impossible. Coronal views show solid arthrodesis anteriorly through and around the spacer as well as posteriorly. Sagittal reconstructions are also provided verifying a solid anterior and posterior arthrodesis.

Event description:
On (B)(6) 2006, per billing records, the patient underwent trigger point therapy. On (B)(6) 2006 per billing records the patient underwent a thoracic/cervical epidurography and epidural injections. On (B)(6) 2006, (B)(6) 2007 per billing records the patient underwent thoracic/cervical epidural injections. On (B)(6) 2007 the patient underwent a psych evaluation. On (B)(6) 2009, per billing records, the patient underwent a CT of the thoracic spine.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2009 the patient underwent a drug testing screen which was positive for benzodiazepines. On (B)(6) 2009 the patient presented with a long history of chest and left shoulder pain. On (B)(6) 2009 the patient was reported as having overtaken dilaudid and under taken oxycontin. The patient reported left thoracic pain radiating into the deltoid region. The patient also reported difficulty sleeping and difficulty with urination. The patient reported a history of anaphylaxis resulting in memory problems. The patient underwent a drug testing screen which was positive for benzodiazepines. On (B)(6) 2009 the patient presented with chromic thoracic pain (left upper back and right shoulder), difficulty sleeping, difficulty with urination, and intermittent constipation. The patient reported having started physical therapy. Medications: dilaudid, trazodone, valium, and oxycontin. The patient reported their medication did not provide significant relief. The patient was prescribed percocet and given a trial for ambien. On (B)(6) 2009, in a telephone encounter, the patient reported that there were some days they could "not even get out of bed" and that they felt like their spine was "like a human barometer." The patient reported their medication was no longer working. The patient s percocet dosage was increased. On (B)(6) 2009, in a telephone encounter, the patient reported that their surgeon had found more damage in the patient's back - that a CT scan had shown "holes in some of my vertebrae". The patient's oxycontin dosage was increased. It was noted that the patient was scheduled for a discography on (B)(6) 2009. On (B)(6) 2009 the patient presented with worsening left mid back pain, left shoulder pain, and bilateral low back pain with pain radiating to the left arm. The patient medication dosage was increased. It was noted that the patient did not feel like valium was helping and that they had failed flexeril and tizanidine. The patient was prescribed soma to try. On (B)(6) 2009, in a telephone encounter, the patient reported that soma was not working for them and they were having painful cramping in their back. The patient reported they had an epidural the day before. The patient was prescribed valium. On (B)(6) 2009 the patient presented with worsening left mid back pain, left shoulder pain, and bilateral low back pain with pain radiating to the left arm. The patient was noted as not well controlled. The patient had been changed from percocet to oxycodone for break through pain. On (B)(6) 2009, in a telephone encounter, the patient reported discussing going through a spinal cord stimulator trial. On (B)(6) 2009, (B)(6) 2010, per billing records, the patient presented for a pain clinic office visit. On (B)(6) 2009, the patient was recommended for a spinal cord stimulator and provocative discography. On (B)(6) 2009 the patient presented with middle and lower back pain radiating to the lateral and anterior rib cage and right shoulder. The patient describes the pain as a deep, achy, piercing, sharp, shooting and throbbing and with numbness. The patient reported that medication changes had been effective. On (B)(6) 2009 the patient presented with 24/7 chronic moderate-severe pain, depression, and anxiety. The patient reported having an adverse reaction to medication received in 2006 and "I've never been the same since". On (B)(6) 2009 the patient presented with stress, depression, and anxiety. On (B)(6) 2009 the patient presented with persistent worsening left mid back pain radiating to the upper back, left upper arm, and left upper chest wall. The patient after much consideration had decided against a spinal cord stimulator. The patient underwent a drug testing screen which was positive for benzodiazepines. On (B)(6) 2010 the patient presented with persistent bilateral mid back pain radiating into the left upper back, left arm, and left upper chest wall. The patient also presented with stress, anxiety and depression on (B)(6) 2010 the patient presented with bilateral mid back pain, depression, and anxiety. Per the encounter notes the patient had received multiple injections but the pain had persisted. The patient was notified that the doctor would not increase the pain medications further. The patient was filing for disability. On (B)(6) 2010 the patient presented with chronic pain, anxiety, and depression. The patient reported they were unable to do much secondary to pain. On (B)(6) 2010 the patient presented with upper and middle back pain as well as pain reradiating into left thigh down through the lateral left calves. The patient reported that they stumble a lot due to dragging their foot/ leg. On (B)(6) 2010, in a telephone encounter, the patient reported they could not keep their eyes open on oxytocin and were sleeping all the time. On (B)(6) 2010 the patient presented with bilateral mid-back pain which radiated into the left upper back, left upper arms and left ribs, anxiety, depression, and insomnia. The patient also reported pain in left hip and thigh. On (B)(6) 2010, in a telephone encounter, the patient reported wanted to know if they could increase their dosage when things were really bad. On (B)(6) 2010 the patient presented with bilateral mid-back pain which radiated into the left upper back, left upper arms and left ribs, anxiety, depression, and insomnia. The patient wanted to increase their ms cotin. It was explained to the patient that they would not be receiving an increase. On (B)(6) 2010 the patient, per the patients request they were released from their controlled medication agreement. The clinic would no longer prescribe pain medications to the patient. On (B)(6) 2010 the patient was started on prozac. On (B)(6) 2010 the patient presented with chronic pain, frustration related to pain, depression, and anxiety. On (B)(6) 2010 the patient presented with persistent, severe pain radiating into the left upper back, upper arm and ribs as well as anxiety and depression. On (B)(6) 2010, in a telephone encounter, the patient requested to come back to the pain clinic that had discharged them on the (B)(6) 2011. On (B)(6) 2010 the patient presented with continuing depression, anxiety, frustration and pain. The patient was taken off of prozac and stayed on valium. On (B)(6) 2010 patient requested to come back to the pain clinic that had discharged the on the (B)(6) 2011. The clinic refused the patient. On (B)(6) 2010 the patient presented with anxiety and confusion. On (B)(6) 2010 the patient presented with reduced anxiety. The patient reported their doctor was reducing their pain medications, they were feeling much better, and were responding well to pt. On (B)(6) 2010 the patient presented with reduced anxiety and reported they thought their previous memory issues were related to stress. In the encounter notes it mentions a previous MRI which had shown all area stable. On (B)(6) 2007 per billing records, the patient presented for a spinal office visit. On (B)(6) 2007, per billing records, the patient underwent a cervical thoracic discogram/injection. On (B)(6) 2008 and (B)(6) 2008, per billing records, the patient presented for a post op f/u and x-rays. On (B)(6) 2009, per billing records, the patient presented for a post op f/u and x-rays. On (B)(6) 2009, per billing records, the patient presented for an office visit. On (B)(6) 2009, per billing records, the patient underwent a c/t steroid injection. Per billing records, the patient also underwent a medical consultation, level 2 and an e<(>&<)>m. On (B)(6) 2011, per billing records, the patient underwent a lumbar spine MRI.

Manufacturer narrative:
Add'l info.

Event description:
On (B)(6) 2007 per billing records, the patient presented for a spinal office visit. On 06 sept 2007 and (B)(6) 2007, per billing records, the patient underwent a cervical thoracic discogram/injection. On (B)(6) 2008, per billing records, the patient presented for a post op f/u and x-rays. On (B)(6) 2009, per billing records, the patient presented for a post op f/u and x-rays. On (B)(6) 2009, per billing records, the patient presented for an office visit. On (B)(6) 2009, per billing records, the patient underwent a c/t steroid injection. Per billing records, the patient also underwent a medical consultation, level 2 and an e<(>&<)>m. On (B)(6) 2011, per billing records, the patient underwent a lumbar spine MRI. Allergies: levofloxacin ; statins (B)(6) 2006: the patient presented with back pain, shoulder pain and underwent a cervical epidural steroid injection via the posterior interlaminar approach at c5-6 under fluoroscopic guidance. No patient complications were noted. Diagnoses: discogenic pain syndrome involving one or more cervical discs; shoulder pain caused by joint degeneration. (B)(6) 2006: the patient presented with shoulder pain, muscle spasms, tingling, weakness, and swelling. Diagnoses: discogenic pain syndrome involving one or more cervical discs; facet mediated neck pain; pain caused by subacute orthopedic injury. (B)(6) 2006: the patient presented with cervicalgia and pain in the thoracic spine. (B)(6) 2006: the patient presented with pain. The patient underwent a cervical epidural steroid injection via the posterior interlaminar approach at c5-6 under fluoroscopic guidance. No patient complications were noted. (B)(6) 2006: the patient presented with shoulder pain and weakness in the left hand and left shoulder. Diagnoses: cervical radiculopathy; discogenic pain syndrome involving one or more cervical discs; shoulder pain caused by joint degeneration. (B)(6) 2006: the patient presented with upper back pain radiating to the shoulder on the left side. The patient also reports weakness in the left hand and left shoulder. Diagnoses: discogenic pain syndrome involving one or more cervical discs; facet-mediated neck pain; pain caused by subacute orthopedic injury. (B)(6) 2006: the patient presented with shoulder pain that radiates to the upper back and chest on the left side. The patient reports weakness in the left hand and shoulder. Diagnosis: pain caused by subacute orthopedic injury. (B)(6) 2007: the patient presented with upper back and left shoulder pain. The patient reports weakness in the left hand and left shoulder. Diagnosis: pain due to orthopedic injury. (B)(6) 2007: the patient presented with pain and underwent a thoracic epidural steroid injection via the posterior interlaminar approach at t6-7 under fluoroscopic guidance. No patient complications were noted. (B)(6) 2007: the patient presented with mid back pain. The patient also reports weakness in the left hand. Diagnoses: discogenic pain syndrome involving one or more thoracic discs; facet mediated thoracic pain; neuropathic pain syndrome. (B)(6) 2007: the patient presented with persistent pain. The patient underwent a thoracic epidural steroid injection via the posterior interlaminar approach at t6-7 under fluoroscopic guidance. No complications were noted. (B)(6) 2007: the patient presented to orthopedic center with backache. (B)(6) 2007: the patient presented with pain in the left anterior chest wall which radiates to the mid line. Examination found the patient has decreased sensation from the left nipple line to approximately the t12 rib location. The patient presented with a previous MRI that showed left parasagittal herniation without cord impingement or foraminal stenosis at t6-7. There is more of a subtle annular protrusion on the right at t7-8. (B)(6) 2007: the underwent bone scan that showed no signs of tumors, fracture or infection or abnormal uptake in the thoracic region. (B)(6) 2007: the patient underwent a CT myelogram that does show a potentially clinically applicable t7 paracentral disc protrusion or extrusion effacing the ventral thecal sac causing deformity of the adjacent ventral thoracic cord with preservation posteriorly the csf. The patient underwent x-rays of the lumbar spine. Impression: at t6-7, paracentral disc protrusion/extrusion effaces the ventral thecal sac and causes deformity of the adjacent ventral thoracic spinal cord; multi-level schmorl nodes; mild disc bulges/ protrusions at other levels; mild narrowing of the t9-10 neural foramina bilaterally. (B)(6) 2007: the patient presented with midback pain on the left side that radiates to the left chest. The patient also reports weakness in the left hand and numbness and tingling in the left chest. Diagnosis: discogenic pain syndrome involving one or more thoracic discs. (B)(6) 2007: the patient presented with mid back pain on the left side that radiates to the chest. The patient reports weakness in the left hand, muscle spasms in the area of the pain, and numbness and tingling in the left chest. Diagnosis: facet mediated thoracic pain. (B)(6) 2007: the patient presented with persistent left mid thoracic back pain which radiates anteriorly in a c7 distribution. (B)(6) 2007: the patient presented with mid back/upper side pain. The patient also reports weakness in the left hand and numbness and tingling in the left chest. Diagnoses: thoracic radiculopathy; discogenic pain syndrome involving one or more thoracic discs. (B)(6) 2007: the patient underwent a provocative discography. Findings: t7-8 is 0/10 pain with abnormal morphology and at t6-7 10/10 concordant back and chest pain with abnormal morphology and at t5-6 0/10 with abnormal morphology. On (B)(6) 2007 , the patient underwent a thoracoscopic assisted t6-7 anterior spinal fusion with structural interbody device application with bone morphogenic protein-2. Per the op notes, following discectomy and endplate preparation, a small pledget of rhbmp-2/acs was placed on the deep side of the disk space at t6-7 and an additional pledget was placed in the central portion of the capstone structural interbody device. This interbody device was then placed through the working portal and then directly into the interbody space, achieving excellent cortical contact and preload. An additional half pledget was placed on the upside of the disk space proper for further fusion purposes. No patient complications were noted. On (B)(6) 2008, per billing records, the patient presented for a post op f/u and x-rays. X-rays show implants to be in appropriate position at t6-7 without cage migration although there is some mild subsidence. Of note, intraoperatively his bone was quite osteoporotic. (B)(6) 2008: the patient called in stating he has pain in his left side which grabs him and is radiating at times. (B)(6) 2008: the patient presented with thoracolumbar paraspinal musculature pain with paraspinal musculature spasm off to the left at the level of the ribs and intercostal musculature. Assessment: paraspinal musculature spasm left sided thoracolumbar junction. (B)(6) 2008: the patient called in and stated he had developed some burning sensation into his back. (B)(6) 2008: the patient called in stating he has on and off spasms in the opposite side where surgery was. On (B)(6) 2009, per billing records, the patient presented for a post op f/u and x-rays. X-rays were difficult to discern. The cage has not migrated to any degree, however, does appear to be somewhat subsided to the superior aspect of t7. On (B)(6) 2009 , the patient had excellent postoperative results early on, but failure was noted approximately 9-10 months postoperatively with proven pseudoarthrosis and recurrent midthoracic back pain. The patient underwent posterior spinal fusion with segmental t6-7 and posterior lateral fusion with bmp-2/infuse in addition to mastergraft. Also, per an operative noted dated on (B)(6) 2009, the patient underwent c6-7 posterior spinal fusion with segmental instrumentation and posterior lateral fusion with bmp-2/infuse in addition to mastergraft due to pseudoarthrosis at c6-7. Per the op notes, following medial facetectomies, the facet joints were packed with rhbmp-2/acs in addition to mastergraft. The posterolateral transverse process structures were also decorticated of their dorsal cortex down to bleeding bone. Rhbmp-2/acs was wrapped around mastergraft and this was placed deep to the longitudinal rod at the level of the facet joint and posterior lateral structures for fusion purposes. No patient complications were noted. On (B)(6) 2009, per billing records, the patient presented for an office visit. The patient underwent a CT of the thoracic spine. I mpression: status post anterior and posterior t6-7 fusion without complication. (B)(6) 2009 : the patient's doctor sent a letter stating the patient is unable to achieve gainful employment and should be designated disabled. (B)(6) 2010: the patient presented with pain in the neck and left arm on the left side as well as pain in the left shoulder and chest and mid back. The patient reports muscle spasms, numbness, tingling, and weakness. Diagnosis: pain in thoracic spine; thoraco-lumbar radiculopathy. (B)(6) 2010: the patient called in stating he has pain all over his spine on both sides which is radiating up to his head which causes him headaches. The patient reports having difficulty breathing as well as swallowing, and again the pain radiates up his back and has weakness in his left arm. (B)(6) 2003: the patient underwent MRI of the left shoulder due to shoulder pain over the last two years. Conclusion: mild tendinopathy involving the distal supraspinatus tendon. The remaining rotator cuff tendons are normal without discrete tearing or more significant tendinopathy; there is very mild generalized subacromial/subdeltoid bursal fluid and/or inflammation. However, no abnormalities of the coracoacromial arch or acromioclavicular joint are identified; no evidence of discrete labral tearing or biceps tendon pathology. On (B)(6) 2007, per billing records, the patient underwent a cervical thoracic discogram/injection. Per the op notes, the patient immediately requested the . Procedure be aborted. (B)(6) 2009: the patient presented with chronic central and left sided back pain, which radiates around the rib cage into the left anterior chest. Unspecified imaging shows the patient appears solidly fused at t6-7; there is a small dorsal tear and tiny disc herniation at t7-8. Impression of visit: pain of spinal origin; possible painful disc, possibly t7-8. The patient underwent a interlaminar thoracic epidurography and therapeutic epidural steroid and local anesthetic injection: t8-9 done with conscious sedation. Conclusion: films reveal widespread dispersal of injected materials within the thoracic epidural space.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2002 lateral lumbar x-ray very underpenetrated study showing normal alignment and disc space height posterior elements appear intact (B)(6) 2005 thoracic MRI shows normal relationships. No stenosis seen on sagittal views. Small hemangioma may be present adjacent to anterior superior endplate of approximately t12. Cord contour is normal. Axials show no stenosis or cord signal changes (B)(6) 2006 cervical MRI slight bulge is noted at c6/7. Otherwise no canal narrowing. Axial views show this bulge is eccentric to the right. Minimal flattening of the cord is seen at this point. (B)(6) 2007 thoracic CT schmorl¿s nodes are seen involving mid thoracic vertebral endplates. Lesion with decreased signal seen on (B)(6) is still present. No canal narrowing or cord compression is noted. (B)(6) 2007 thoracic spine myelogram CT shows no cord compression in the thoracic region, however hourglass narrowing suggestive of central stenosis is seen at l4 (B)(6) 2007 ap and lateral thoracic spine interoperative localization films centering in the mid to upper thoracic area. (B)(6) 2007 ap and lateral thoracic x-rays. No pathologic findings are noted cornerstone spacer is seen within the t6/7 disc space. (B)(6) 2008 ap and lateral thoracic films show no interval changes (B)(6) 2008 thoracic series ap and lateral films show normal thorax. Very poor visualization of the thoracic spine. Ribs and cardiac shadow appear normal. Cornerstone verified as before at t6/7 (B)(6) 2009 ap and lateral thoracic films show no interval change (B)(6) 2009 thoracic MRI artifact or spacer is seen within the t6/7 disc space. No pedicle screws are seen. Axials appear to show it to be a cornerstone spacer eccentric to the right. (B)(6) 2009 thoracic CT cornerstone spacer is clearly seen within the t6/7 disc space with abundant bone around it bone extends beyond the confines of the disc margin on the right which suggests along with the intact rib at this level that this was placed through a thoracotomy approach. No clear reason is seen for the need for this procedure on these studies. (B)(6) 2009 chest x-rays normal appearing chest x-ray without infiltrates. Some decreased inspiratory effort suspected. Bony landmarks are normal. (B)(6) 2009 shoulder x-rays left lateral clavicular resection has been performed. Glenohumeral articulation appears normal. (B)(6) 2009 localization films show markers at pedicles above and below the t6/7 levels bracketing the cornerstone spacer (B)(6) 2009 ap and lateral thoracic spine postoperative studies show pedicle screw construct now in place stabilizing the t6/7 level. (B)(6) 2009 ap and lateral thoracic films again show the construct at t6/7 (B)(6) 2009 ap and lateral thoracic films show the construct at t6/7 unchanged from previous studies (B)(6) 2009 thoracic CT axial views again show the construct at t6/7. Pedicle screws are well positioned within the pedicles. Cord appears well decompressed. Cornerstone spacer in place, bone appears well fused on coronal views. (B)(6) 2011 thoracic MRI pedicle screw construct is seen with interbody spacer t6/7 area of thoracic spine. No evidence of cord compression is evident at this level. Spacer has configuration of cornerstone placed through right costovertebral exposure from behind. (B)(6) 2011 cervical MRI slight disc bulge right c6/7 without cord compression. Overall alignment is satisfactory. (B)(6) 2011 lumbar MRI normal sagittal alignment. Some narrowing at l4 on sagittal view. Disc hydration is uniform at all levels. Axial views verify stenosis at l4 which is multifactorial, related to short pedicles, facet arthropathy and disc bulging.

Event description:
(B)(6) 2002: the patient presented with abdominal pain and underwent lumbar spine x-rays which showed the vertebral bodies to be well aligned and disk spaces to be well maintained. There was a slight irregularity of the anterior body of t12 which was felt to be old and of little clinical significance. (B)(6) 2007: the patient presented with a history of radicular pain on the left. The patient underwent a thoracic spine MRI which demonstrated mild scoliosis convexity to the left. There were schmorl's nodes at multiple levels to suggest a background of jdd> there was a degenerative endplate superiorly at t12 and l1. There was a herniated disc at t6-7 to the left which may have represented the pain generator. There was a subtle herniated disc at t7-87 to the right and a very subtle left paracentral protruding disc at t4-5 to the left approx. 1-2mm. (B)(6) 2007: the patient presented with herniated disc pain and underwent a mir epidural intralaminar injection, t6-7. (B)(6) 2007: the patient presented with thoracic spine pain radiating to the chest. The patient underwent a CT myelogram/CT scan which demonstrated at t6-7, paracentral disc protrusion/extrusion effacing the ventral thecal sac and causing deformity of the adjacent ventral thoracic spinal cord; multilevel schmorl nodes; mild disc bulges/protrusions at other levels, and mild narrowing of the t9-10 neural foramina bilaterally. The patient also underwent thoracic spine x-rays (B)(6)-1992: the patient underwent an exam due to sinusitis. Findings: complete opacification of the right maxillary antrum with near complete opacification on the left. Findings are consistent with bilateral maxillary sinusitis. (B)(6)-1997: the patient presented with pain, swelling, and deformity of the distal phalanx of the left middle finger. Assessment: avulsion of the extensor tendon of the distal phalanx left middle finger. The patient underwent an exam of left finger due to pain. Findings: on both the oblique and lateral view of the digit, there is a cortical interruption consistent with hairline. Non displaced fracture involving the distal radial anterior aspect of the proximal phalanx of the 3rd digit. Otherwise, negative. (B)(6)-1997: the patient presented with left long finger injury. Assessment: mal-finger deformity, left long finger, on this left hand dominant man. (B)(6)-1998: the patient presented with reddened left eye, mattering. Assessment: most likely pinkeye in light of the uri symptoms and a significant amount of mattering. (B)(6)-1999: the patient presented with left chest pain and left shoulder pain. Electrocardiogram shows normal sinus rhythm without acute changes. Assessment: chest pain. (B)(6)-1999: the patient presented with nasal congestion, postnasal drainage, some cough, low grade fever and pressure in his sinuses. Assessment: upper respiratory infection/viral bronchitis. (B)(6)-1999: the patient presented with chest pain in pectoralis area accompanied by numbness in the proximal left arm. Assessment: uncertain etiology of chest pain. (B)(6)-2000: the patient underwent an exam of pa and lat chest. Findings: mild left apical pleural thickening. This likely is chronic. Chest otherwise unremarkable. (B)(6)-2000: the patient presented for a follow up visit of his chest pain. Assessment: atypical chest pain, musculoskeletal was now improved. (B)(6)-2000: the patient presented with intermittent left sided chest pain. He also reported bronchitis. Assessment: chest pain, most likely musculoskeletal. (B)(6)-2000: the patient presented with right groin pain. He also reported some right thigh numbness. Assessment: abdominal pain secondary to rectus muscle strain. (B)(6)-2000: the patient presented with right lower quadrant pain which was diagnosed as possible muscle related. Assessment: right lower quadrant pain. (B)(6)-2000: the patient presented with cold, cough and body aches. Assessment: sinusitis and eustachian tube dysfunction. (B)(6)-2000: the patient presented with chronic sinusitis. (B)(6)-2001: the patient presented with headaches and sinus infection. Assessment: 1. Sinusitis. 2. Tension headaches. (B)(6)-2001: the patient presented with intermittent dyspnea and wheezing with a sensation of tightness in his chest. Assessment: 1. Sinusitis. 2. Bronchospasm. (B)(6)-2001: the patient presented with pain in his mid epigastrium radiating into the back of his throat with some intermittent chest discomfort on the left. Assessment: gastroesophageal reflux (B)(6)-2001: the patient presented with recurrent sinus problems. Assessment: 1. Allergic rhinitis 2. Intermittent asthma. (B)(6)-2001: the patient underwent ultrasound study of right upper quadrant. Impression: normal right upper quadrant ultrasound study. (B)(6)-2001: the patient presented with some chest discomfort on the left side and into his left arm. Assessment: gastroesophageal reflux disease. The patient's medication aciphex was increased to 20 mg b.i.d. The patient underwent an exam of chest pa and left lateral due to chest pain. Findings: cardiovascular structures appear normal for age. No evidence of active pulmonary disease. (B)(6)-2001: the patient presented for a follow up visit of his gastroesophageal reflux. Gastroesophageal reflux was improved on treatment and lifestyle changes. (B)(6)-2001: the patient presented with left shoulder pain. Assessment: bursitis. The patient underwent an exam of left shoulder due to shoulder pain. Findings: radiographic evidence of bone or joint abnormality. (B)(6)-2001: the patient presented with right ear pain and pressure. Assessment: viral illness. (B)(6)-2001: the patient presented with left shoulder pain which is increasing with motion. Assessment: 1. Left shoulder pain secondary to biceps tendonitis. 2. Sinusitis. (B)(6)-2001: the patient presented with presyncopal symptoms. Assessment: 1. Presyncope. 2. Elevated random sugar. 3. Tobacco abuse. The patient underwent an exam of chest pa and left lateral. Findings: cardiovascular structures appear normal for age. No evidence of active pulmonary disease. (B)(6)-2001: the patient presented with left shoulder pain. Assessment: impingement. (B)(6)-2001: the patient presented with ingrown toe nail, left great toe. The patient was concerned that he might have some infection in his left great toe. The medial aspect of the toe which was deeply embedded in the flesh was removed. (B)(6)-2002: the patient presented with complaining of headache and sinus pain. Assessment: sinusitis. (B)(6)-2002: the patient presented for a follow up visit with new onset of diabetes. He also complained of anxiety. Impression: type 2 diabetes. Elevated blood pressure reading. Hypertriglyceridemia. Anxiety with insomnia. (B)(6)-2002: the patient underwent a study due to sinus pain. Findings: a significant sinus abnormality is not identified. There is some deviation of the nasal septum to the right. (B)(6)-2002: the patient presented with right low back discomfort. Assessment: right lumbar strain. (B)(6)-2002: the patient presented with complaining of sore throat, sinus drainage and cough. Assessment: sinusitis with pharyngitis and allergies. (B)(6)-2002: the patient presented for a follow up visit with diabetes. Assessment: 1. Type 2 diabetes. 2. Borderline blood pressure 3. Hypertriglyceridemia 4. Anxiety. (B)(6)-2002: the patient has stopped using aciphex. (B)(6)-2002: the patient presented with acute sinusitis. (B)(6)-2002: the patient presented with asthma and allergic rhinitis. (B)(6)-2002: the patient presented with complaining of nasal congestion and he also reported some tightness in his back. Assessment: 1. Sinusitis 2. Bronchospasm, secondary to asthma 3. Seasonal allergies 4. Diabetes 5. Tobacco abuse. (B)(6)-2002: the patient presented for a follow up visit with type 2 diabetes. Assessment: 1. Right side of toe infection with ingrown toe nail. 2. Hyperlipidemia 3. Type 2 diabetes 4. Tobacco abuse. (B)(6)-2002: the patient presented with complaining of right lower quadrant pain that radiates into his back. Assessment: 1. Abdominal pain 2. Constipation 3. Hemoccult positive stool 4. Diabetes type 2, no complications. The patient underwent x-rays of the abdomen flat and upright. Findings: essentially normal bowel gas pattern with gas and stool scattered in the colon. No changes of bowel obstruction. No abnormal masses/classifications. Lung bases clear. No pneumoperitoneum. (B)(6)-2002/(B)(6)-2002: the patient presented with complaining of sinus pain and pressure. Assessment: sinusitis. (B)(6)-2002: the patient presented with slight numbness in the leg and pain in the lower back. X-rays were normal. Assessment: acute sciatica. (B)(6)-2002: the patient presented for a follow up visit with type 2 diabetes, hyperlipidemia and also for chronic sinusitis. (B)(6)-2002: the patient underwent CT scan of the face or foreign body without contrast due to chronic sinusitis. Impression: nasal septal deviation with turbinate hypertrophy of the inferior turbinates. Minimal mucosal thickening in the right posterior ethmoid sinus and in the frontal sinuses. (B)(6)-2002/(B)(6)-2002: the patient called in to the doctor and complained of continuous sinus head pressure. (B)(6)-2002: the patient presented with sinus infection. Assessment: sinusitis. (B)(6)-2002: the patient called in to the doctor and complained of severe head ache. Assessment: sinus infection headache. (B)(6)-2003: the patient presented with complaining of pain with overhead motion, tingling sensations in his arms. Assessment: imp ingement. The patient had an injection with lidocaine and dexamethasone through sub acromial approach. (B)(6)-2004: the patient presented for a follow up visitwith hyperglycemia, shoulder pain and back pain which radiates into his butt ocks. (B)(6)-2004: the patient presented with complaining of ear pain. Assessment: external otitis, right. Diabetes mellitus. (B)(6)-2004: the patient presented for a follow up visit with diabetes. Assessment: 1. Hyperlipidemia 2. Diabetes mellitus. (B)(6)-2004: the patient presented for a follow up visit with hyperglycemia and hypercholesterolemia. Assessment: 1. Hyperglycemia 2. Hypertriglyceridemia. (B)(6)-2004: the patient called in to the doctor and reported that he had stopped using tricor because of body aches and fatigue. (B)(6)-2004: the patient presented with complaining of body aches, sweats and diarrhea. Assessment: acute viral gastroenteritis. (B)(6)-2004: the patient presented with complaining of wart on his right wrist. Liquid nitrogen was applied and the patient was asked to follow up. (B)(6)-2004: the patient presented for a follow up visit on the wart on his right wrist. Liquid nitrogen was applied to it. He also reported pain in left shoulder. Assessment: 1. Right wrist wart 2. Persistent left shoulder pain. (B)(6)-2004: the patient presented for a follow up visit on his diabetes and chest congestion. Assessment: 1. Bronchitis with the patient coughing up yellow green phlegm. 2. Diabetes mellitus. (B)(6)-2004: the patient presented with persistent left shoulder area pain and occasional tingling in left hand. Assessment: 1. Myofascial pain, left neck, trapezius and shoulder girdle muscles 2. Type 2 diabetes 3. Hyperlipidemia. (B)(6)-2004/(B)(6)-2004: the patient presented with complaining of left chest and shoulder pain and a history of myofascial chest wall pain. Assessment: 1. Chest pain 2. Diabetes 3. Tobacco use 4. Obesity. (B)(6)-2005: the patient presented with sinus congestion and facial pressure.assessment: acute sinusitis. (B)(6)-2005: the patient presented with complaining of cough which hurts his anterior chest. Assessment: 1. Sinusitis 2. Costochondritis. (B)(6)-2005: the patient presented for a follow up visit on his hyperglycemia. Assessment: hyperglycemia (B)(6)-2005: the patient presented with facial pain and pressure. He also reported ear pain. Assessment: uri, likely viral etiology. (B)(6)-2005: the patient presented with complaining of lower abdominal pain in suprapubic area, with spread to right groin and right lower quadrant area. Assessment: lower abdominal pain. (B)(6)-2005: the patient presented with complaining of left shoulder pain. Assessment: left shoulder pain, probable rotator cuff tear. (B)(6)-2005: the patient called in to the doctor and complained of pain in left shoulder, which is increasing in frequency. He also reported numbness. (B)(6)-2005: the patient underwent x-rays of the shoulders. Findings: there is surgery for resection of distal clavicle. Surgical site is clean. Otherwise no other bone or joint abnormalities of the left shoulder. No soft tissue calcifications. (B)(6)-2005/(B)(6)-2005/(B)(6)-2005: the patient presented with ear pain and left shoulder pain. Assessment: viral uri, acute otitis media- left, loe, chronic shoulder pain. Cortisone injection was given to patient. On (B)(6) 2006, per billing records, the patient underwent trigger point therapy. (B)(6)-2006: the patient presented for ongoing shoulder pain and neck pain. Assessment: 1. Myofascial pain syndrome 2. Cervical and upper extremity pain 3. Impingement syndrome. On (B)(6) 2006 per billing records the patient underwent a thoracic/cervical epidurography and epidural injections. (B)(6)-2006: the patient presented with complaining of fever and some pressure in the suprapubic area. Assessment: 1. Fever 2. Pyelonephritis on the right side 3. Type 2 diabetes 4. High blood pressure. On (B)(6) 2006, (B)(6) 2007, (B)(6) 2007 per billing records the patient underwent thoracic/cervical epidural injections. (B)(6)-2006: the patient presented for a follow up visit on his type 2 diabetes and complained of chronic left shoulder pain and warts x 4 in right arm. The patient also had intermittent left chest pain radiates down from the neck and shoulder. Using standard approach, warts x 4 were cleansed with alcohol swabs x 3. Cryotherapy with three freeze thaw refreeze cycles performed with no complications. Assessment: 1. Type 2 diabetes 2. Hypertension, hyperlipidemia not controlled, 3. Chronic left shoulder and neck pain. 4. Right arm warts x 4. (B)(6)-2006: the patient presented for a follow up visit on his diabetes mellitus type 2 and complained of chronic left shoulder pain and right forearm warts. Assessment: 1. Diabetes mellitus, type-2, no ideal control. 2. Left shoulder pain, chronic. 3. Right arm warts x 4. 4. Hypertension not controlled. Cryotherapy was performed with three free-thaw, refreeze cycles with no complications. The patient's medication metformin was increased 500 mg b.i.d. (B)(6)-2006: the patient had stopped using lisinopril. (B)(6)-2006: the patient presented for a follow up visit on his diabetes mellitus type 2 and complained of hypertension, hyperlipidemia and left shoulder pain. The patient had stopped using metformin. Assessment: 1. Diabetes mellitus type 2, poor control. 2. Hypertension, poor control. 3. Hyperlipidemia not treated. 4. Chronic left shoulder pain, pending surgical correction. (B)(6)-2007: the patient presented for preoperative h and p. A sinus tachycardia on ECG obtained from ER visit on (B)(6) 2006, no acute change. Assessment: moderate risk with stable diabetes mellitus, type 2. (B)(6)-2007: the patient called in to the doctor and stated that he stopped using atenolol due to its side effects. (B)(6)-2007: the patient presented with the following pre-operative diagnoses: 1. Left shoulder rotator cuff tear. 2. Status post left arthroscopic scope decompression and distal clavicle excision. The patient underwent left shoulder surgery. No patient complications were noted. (B)(6)-2007: the patient presented with left shoulder infection. Assessment: bruising, surgical site. (B)(6)-2007: the patient presented with complaining of pain on the right side of his head by his ear with sinus pressure, headache on the frontal area occasional coughing, drainage in his throat. Assessment: sinusitis. (B)(6)-2007: the patient presented with complaining of mild facial pain. Assessment: 1. Medication refill. 2. Shoulder pain. 3. Myofascial pain. (B)(6)-2007: the patient presented for a follow up visit on his diabetes mellitus type 2 and complained of hypertension, hyperlipidemia and arm lesions. The patient's medication glucotrol xl was increased to 5 mg. Assessment: 1. Diabetes mellitus type 2 - poorly controlled. 2. Hyperlipidemia not controlled. 3. Hypertension, controlled. 4. Arm lesions x6, probable warts. Cryotherapy was performed, 3 freeze-thaw-refreeze cycles to the 3 lesions on the right dorsal wrist and on the left proximal forearm. No complications. (B)(6)-2007: the patient presented for pre-op clearance for back surgery. The patient underwent x-rays of the chest-pa and left lateral compared to the study from (B)(6)-2006. Findings: the heart size and pulmonary vascularity are normal. Lungs clear of any acute process. (B)(6)-2008: the patient presented with left great toe discomfort with swelling and drainage. Assessment: ingrown toenail with secondary infection and cellulitis. Toenail ingrown, resolved after I and d. (B)(6)-2008: the patient presented for a follow up visit on his diabetes mellitus type 2. The patient's medication lisinopril was increased to 10 mg daily. Assessment: 1. Diabetes mellitus, type 2, poor control. 2. Hypertension, poor control. 3. Hyperlipidemia, poor control. (B)(6)-2008: the patient presented for a follow up visit on his diabetes mellitus type 2. The patient's medication lisinopril was increased to 20 mg daily. He also reported sever back pain. Assessment: 1. Diabetes mellitus, type 2, poor control. 2. Hypertension, poor control. 3. Hyperlipidemia, poor control. On (B)(6) 2009, per billing records, the patient presented for a post op f/u and x-rays. The patient presented for a follow up visit on his diabetes mellitus type 2. Assessment: 1. Diabetes mellitus type 2, poor control. 2. Hypertension, suboptimal control. 3. Hyperlipidemia, suboptimal control. (B)(6)-2009: the patient presented with pain the tip of the left great toe. The patient underwent x-rays which revealed slight subungual exostosis but nothing significant. Findings: normal alignment. No acute fractures or dislocations. There degenerative changes of the great toe metatarsophalangeal joint. Soft tissues are unremarkable. Assessment: left great toe pain with paronychia. Nail avulsion has been done because of the erythema. (B)(6)-2010: the patient presented for a follow up visit. Assessment: onychocryptosis with paronychia, lateral aspect, right great toe. Total nail avulsion has been done with no complications. (B)(6)-2010: the patient presented for a follow up visit with problems in his left great toe. Assessments: onychocryptosis, left great toe. Total nail procedure has been done with no complications. (B)(6)-2010: the patient presented for a follow up visit one week post op permanent nail procedure on his left great toe. The patient is doing well and no abnormalities noted. (B)(6)-2013: the patient presented for a follow up visit on his diabetes and eye exam. Diagnosis: 1. Examination of eyes and vision-pr refraction 2. Diabetes mellitus type 2 without retinopathy

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that on (B)(6) 2007, patient underwent a thoracoscopic assisted t6-t7 anterior spinal fusion. After surgery, the patient reportedly continued to have significant back pain. Post-op CT scans demonstrate that patient developed subsidence which developed into pseudoarthrosis. On (B)(6) 2009, patient underwent a posterior lateral fusion and the surgeon used rhmp-2/acs and ceramic granules, implanting it at t6-t7. Reportedly the patient continues to suffer from severe back pain after the second surgery and due to the severity, patient now requires a spinal cord stimulator. It is also reported that patient experienced ectopic bone growth, chronic pain, subsidence, and pseudoarthrosis that prevent him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. See also medwatch report number 1030489-2012-01980.

Manufacturer narrative:
(B)(4).